Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 24 mmol/l at the time of the incident and other blood glucose value was 23 mmol/l. It was unknown that if the insulin pump was on auto mode at the time of incident or not. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.